Event description:
Reporter received the er1 message about two weeks ago. Reporter was not feeling well; tired, weak, nauseated. Reporter called her doctor and they retested in his office. Reporter doesn't recall result but does remember her doctor put her on insulin. Reporter also stated she has a long history of hypoglycemia.